Manufacturer narrative:
Per (B)(4) final report. Please note: length of time devices implanted has been corrected in section b.5 from 3 years 11 months to 3 years and 7 months. Additional information including: - a post primary x-ray - operative notes (primary and revision), - patient activity level, weight and medical history. - did the patient follow the correct post-op protocol? - did the patient experience any slips / falls or other trauma post primary surgery? - were there any fixation concerns during the primary surgery? - an update on the patient post revision. Was requested in order to progress with the investigation of this event, however none of the requested information was provided and thus the scope of the investigation is limited. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted. Corin has not stated compatibility between the trinity cup / liner and bioball heads and thus the primary usage is off-label and may have caused or contributed to the instability. This case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event,

Event description:
Trinity revision of the ecima liner after approximately 3 years and 7 months due to instability.

Event description:
Trinity revision of the ecima liner after approximately 3 years and 11 months due to instability.

Manufacturer narrative:
(B)(4) initial report. Additional information including: a post primary x-ray. Operative notes (primary and revision). Patient activity level, weight and medical history. Did the patient follow the correct post-op protocol? Did the patient experience any slips / falls or other trauma post primary surgery? Were there any fixation concerns during the primary surgery? An update on the patient post revision have been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon the completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event,